Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the housing was broken, torn off. This was attributed to inappropriate handling and lack of maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
The customer returned the device reporting the trigger was stuck and the lid was closing sluggishly. This is report 1 of 1 for event # (B)(4).